Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure a patient experienced positive dysphotopsia and glare. The patient could not tolerate the glare, so iol was removed and replaced in a second procedure. Additional information was provided by the surgeon who reported that the patient also developed posterior capsular opacification. According to the surgeon the event resolved with lens exchange for a different lens model. There are two medical device reports associated with this patient. This report is for the first eye.